Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e2, e3, and g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the internal springs may have been missed when connectors in reprocessing basin were broken. As a cause of the breakage, it was possible that the user hit the connectors something hard or stress to the connectors toward loosening direction was accumulated, which made the connectors deteriorated over time. The event can be detected/prevented by following the instructions for use (IFU) section which state: chapter 3.inspection before use¿5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning] do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus field service engineer (fse) performed an onsite service visit. The fse replaced the connector b scope connector in basin. There was damage of the connector by aged deterioration. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the endoscope reprocessor connector a was missing a spring. There was no report of patient harm associated with this event.